Event description:
It was reported that bd insyte autog bc hole in catheter. The following information was provided by the initial reporter: he stated when he got flash in the hub of the device, blood started to ooze around the insertion site & then when he discontinued the IV he noticed the tip of the catheter had been punctured. He also confirmed that the entire catheter had been removed from the pt's vessel. Additional information received on 21aug can you please provide an exact date of event in mm-dd-yyyy format? (B)(6) 2024. What was the impact to the patient? Requiring additional needle stick. Rn commentary: during needle insertion, the needle broke the skin, and I received my flash of blood. Blood started to leak around the insertion site and started dripping down the patient's arm. I was met with resistance while trying to thread the IV catheter. I removed the needle and saw that the needle pierced through the tip of the catheter. A piece of that catheter was not broken off but was bent at the tip of the catheter. A picture was not obtained. There was no negative impact for the patient other than having to stick them again. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Near miss. Pt could have had foreign body left inside body. I.e. Top of catheter almost broke off under skin/in vessel.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4127710. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.